Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the service code and the failure to communicate with a monitor was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving a service code 204 (belt/monitor unusable) and that an electrode belt cable was damaged.